Event description:
It was reported that the patient experienced overdose symptoms. Following a pump and catheter replacement procedure (please see manufacturer report #3007566237-2012-02599), and new therapy initiation, the patient started to show symptoms of being sleepy and "loose", whereas with prior dosing, the patient had no symptom control with dystonic episodes where the patient's legs "had to be tied to the chair". The previous dose was 670ug/d and following the surgical replacement, the dose was set at 100ug/d, which was still too high. Upon the patient presenting with symptoms, a removing system contents procedure (rscp) was performed. It was noted that a bolus was programmed prior to aspirating the catheter, whereas usually the catheter is aspirated prior to delivering a system bolus. The healthcare provider (hcp) aspirated 30ml of cerebrospinal fluid (csf) to ensure as much of the drug as possible was aspirated. The patient was admitted and monitored overnight on (B)(6) 2012. The patient had been given valium prior to the rscp procedure to aid in relaxing him during the procedure. The patient was sleepy and loose after the rscp but they are unsure if this was due to the valium or the bolus. As of (B)(6) 2012, the patient status was unchanging/stable/good, and later that day was said to be 'doing well'. The patient was then set at 50ug/d. The medication in the pump was baclofen. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).